Manufacturer narrative:
Correction to h6 a code. Complaint has been evaluated and is similar to report number 1644408-2018-00816, 114800, s800 - revision surgery, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that patient required revision surgery due to failed ulnar component and bearings.